Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to customer's blood glucose level. The customer, after experiencing repeated occlusion alerts and having tried various troubleshooting steps such as changing insulin, cartridges, infusion sets, and attempting to restart the pump, opted to discontinue using the pump. Technical support assisted the customer in these efforts and confirmed the need to replace the pump. The customer reverted to manual insulin injections for insulin therapy.